Event description:
It was reported that the patient alleged that there was an occlusion in the infusion system and the device failed to display an error or alert message. The patient experienced an elevated blood glucose level of 500 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.